Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 425 mg/dl. The customer had symptoms. The customer treated with the insulin pump. Customer's blood glucose value was 149 mg/dl at the time of the call. Customer declined to troubleshoot for high readings. The customer ran self-test and displacement which the insulin pump passed. The customer was advised that the insulin pump was working but the customer stated that the issue was intermittent. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Unit was received with normal operating currents and no unexpected low battery alarm noted. Unit was received with scratched case.